Event description:
This event was a result of the internal complaint investigation for problem report pr #1(B)(4). The reactivity assignment in our human oligotyping software (hos) program for a32:04 allele in primer mix pm019e was determined to be incorrect. Unitray a locus ssp kits (catalog # 7860010, lot # 022 1221256 and lot # 022 1256848) were affected by the incorrect a32:04 allele assignment. The kits will produce an incorrect low resolution typing or mistyping result of a 02, a 03 alleles when testing a sample which has the a 32:04 allele. The user will be unaware of the incorrect type, unless they confirm the sample typing by another method, therefore, this would be considered a mistype. There have been no external complaints regarding unitray a locus ssp kits (catalog # 7860010, lot # 022 1221256 and lot # 022 1256848).

Manufacturer narrative:
The internal investigation identified that the reactivity assignment in our human oligotyping software (hos) program for a32:04 allele in primer mix pm019e was determined to be incorrect. Product labeling with primer mix pm019e will be updated to remove specificity for the a 32:04 allele. Additional investigation activities are still ongoing and will be reported in the 30-day report. Affected lots of unitray a locus ssp kits (catalog # 7860010). Lot: 022 1256848, mfg. Date: 11/2012, exp. Date: 07/2014 - MFR 2244574-2013-00073.